Manufacturer narrative:
No allegations against the lead, lead was not explanted. Hence, this does not meet the reportability criteria.

Event description:
Additional information revealed that the lead was not explanted. No allegations against the lead.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention where their system was explanted on an unknown date for an unknown reason. Further information is currently unavailable.